Event description:
It was reported that the unspecified bd¿ syringe leaked past the stopper while administering doxirubicin chemotherapy. The following information was provided by the initial reporter: "administered doxirubicin chemotherapy, and noted when the syringe got down to the 10ml mark of the 50 ml syringe that the drug started to escape around the bung, which then exposed the patient and member of staff to active chemotherapy (despite appropriate ppe). Attempted the second syringe after discussion with the consultant about dosing, and the same happened again at the 10ml mark, where it started escaping around the bung and into the syringe cavity."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe leaked past the stopper while administering doxirubicin chemotherapy. The following information was provided by the initial reporter: "administered doxirubicin chemotherapy, and noted when the syringe got down to the 10ml mark of the 50 ml syringe that the drug started to escape around the bung, which then exposed the patient and member of staff to active chemotherapy (despite appropriate ppe). Attempted the second syringe after discussion with the consultant about dosing, and the same happened again at the 10ml mark, where it started escaping around the bung and into the syringe cavity.".